Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the orif surgery for femoral subtrochanteric fracture with the blade in question. The medullary canal appeared to be narrow, but pfna long 9mm nail was inserted without medullary canal reaming. Hammering was required for the remaining several centimeters when inserting the nail. When the guide pin for the blade was inserted, it went in slightly back on the side. Therefore, the surgeon turned the nut to separate the protection sleeve slightly from the bone, lowered the device by hand, brought the sleeve closer again, and inserted the guide pin, but the insertion position could not be changed. The guide pin insertion position was slightly backward on both the femoral neck and the femoral head, but the surgeon decided to move to the blade insertion procedure. He attempted to insert the 75mm blade in question, although it interfered slightly with the nail when drilling the lateral cortex. They still interfered a little, but he continued inserting. Then, he checked the side after entering a certain amount, the blade position was still at the very end of the rear, so he decided to remove it. The removed blade was slightly scraped in contact with the nail. The surgeon pulled out the nail a little bit once, reinserted it with the hand down, and inserted a new 85mm blade. The surgery was completed successfully with 40 minutes surgical delay. The surgeon commented that the nail had been inserted too tightly and that the device was moving with the proximal bone fragment, making it impossible to reposition the guide pin and the blade. No further information is available. This report is for one (1)pfna-ii blade l75 tan. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot ==> product code#:04.027.050s, lot #:70p6148, manufacturing site: jabil bettlach, release to warehouse date:25/09/2020, expiry date:01/09/2023, a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified.